Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct. According to the complainant, during the procedure, the tip of the injection gold probe caught on the scope's elevator and detached into the patient. The separated tip was retrieved using a roth net, and then the procedure was completed using another injection gold probe. Reportedly, no device damage was noted prior to use. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The reported event of the tip detaching. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.